Event description:
Reporter stated the customer was hospitalized with hyperglycemia due to e4 occlusion errors. He changed the accessories but was unable to resolve the issue, and his blood glucose was "high." He was admitted to the hospital and treated with insulin via pen, and he was discharged on (B)(6) 2014. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.